Event description:
It was reported that balloon rupture occurred. A 10.0mmx40mmx80cm (5f) sterling balloon catheter was advanced for a shunt percutaneous transluminal angioplasty. During the procedure, on the first inflation at 8 atmospheres for 30 seconds, the balloon ruptured. The device was removed without any problem and no damage. A different model was used to complete the procedure. No complications reported, and patient status was good.